Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator replaced the check valve assembly. The ventilator passed self-testing.

Event description:
The customer reported, during patient use, the ventilator declared a safety valve open condition. There was no harm to the patient.